Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No anomaly was found in the manufacturing record and the shipping inspection record. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that when attempting to insert the stent into the gc (slenguide), resistance was felt. It was found that the stent had protruded from the outer sheath. The procedure was completed using the new product. There were no problems with the gc (slenguide). The procedure was successful, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The actual device was confirmed and following events were found. The stent had been exposed from the distal end of sliding part. The lock of thumbwheel had not been released. Magnifying inspection of the sliding part (the section where the stent was mounted) of actual device obtained following results. The stent had been advanced approximately 4.0mm and exposed. The sliding part had been moved approximately 3.0mm toward the proximal side. Magnifying inspection of the actual distal tip found that it had been abraded. Therefore, it was likely that some hard object (e.g., calcified lesion) came into contact with the involved section. Magnifying inspection of the shaft of actual device did not find any anomaly such as a crush or an elongation. Magnifying inspection of the fixed part of release wire of the actual device did not find any anomaly such as detachment of the fixed part. X-ray fluoroscopic inspection of the inside of actual device did not find any anomaly such as a fracture or kink on the release wire. X-ray fluoroscopic inspection of the inside of actual handle was performed and compared with the inside of current product's handle. It had not been clicked. The actual misago 2 was inserted into a factory-retained slenguide through a factory-retained 0.035' guidewire. As a result, it got caught inside the hub of slenguide, making it impossible to insert. The actual device was disassembled, and electron microscopic inspection of the actual sliding part (the section where the stent was mounted) was performed. Following results were obtained. The distal end had been abraded. No anomaly was found in other sections. From the above, it was likely that some hard object (e.g., calcified lesion) came into contact with the distal end and got caught. Originally in the involved device, when releasing a stent, the sliding part (stent sheath and cover sheath) is pulled into the intermediate shaft (non-moving part), and the stent is released. Regarding this case, based on the occurrence situation, it was inferred that the distal end of actual sliding part got caught in the combined slenguide for some factor. In this state, pushing force was applied to the actual device, causing the non-moving part (inner shaft) to move forward, pushing out the stent and partially exposing it. To confirm the above, the distal end of sliding part of the factory-retained misago was trapped with a restraining band, and pushing force was applied to misago. As a result, the inner shaft (non-moving part) was moved forward, and part of the stent was exposed from the sliding part. At that time, the sliding part was slightly pulled into the intermediate shaft (non-moving part), and the position of the distal end of sliding part was displaced toward the proximal side. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number were confirmed. No anomaly was found. The past complaint file of the product with the involved product code/lot number was confirmed. No other similar report from other facilities was found. Based on the investigation result, as a possible cause of occurrence, the following mechanism was inferred. However, it was not possible to clarify the cause of occurrence. When the actual device was inserted into the lesion and aligned, the distal end of sliding part came into contact with some hard object (e.g., calcified lesion) and got caught. In this condition, pushing force was applied to the actual device, causing the non-moving part (inner shaft) of actual device to move forward, pushing out the stent and partially exposing it. At that time, since the sliding part was slightly pulled into the intermediate shaft (non-moving part), the position of the distal end of sliding part was displaced toward the proximal side. After removing the actual device, when it was reinserted into the slenguide, the exposed section of actual stent came into contact with some object (e.g., the y-connector hemostatic valve) and was pushed or pulled while it got caught. This resulted in increased exposure of the stent. Relevant instruction for use (IFU) reference: "preparation of the stent system 2-5 if you see a gap between the sliding part and the distal tip, move the sliding part to eliminate the gap." " precaution - stop using the stent system immediately if the gap cannot be eliminated by moving the sliding part. (This could cause adverse events, such as vessel damage.) Do not advance the stent system by force if you feel any resistance during insertion."